Event description:
Incident as reported: lap chole - "surgeon went to clamp duct, surgeon said jaws pushed the duct away, then when he decided not to use clip, he pulled clip applier off and piece of clip applier fell off."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.